Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The top case was in excellent condition and there was no visible contamination. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; it was caused by worn out drive train components. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced worm gear, worm coupling, delrin, wavy washers, motor, lead screw and clutch halves; performed all the functional test and passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.